Manufacturer narrative:
The fractured fixture mount, implant and cover screw sold as a bundled item number. Continued 510k k011028/k013227.

Event description:
The doctor indicated that while placing the tsv implant ((B)(6) 2017) the mount fractured inside the of the implant requiring the implant to be removed ((B)(6) 2017). It was reported on (B)(6) 2017 that an replacement implant was placed during the same surgical procedure ((B)(6) 2017).

Manufacturer narrative:
One tapered screw vent implant was returned with the corresponding implant mount. Visual inspection devices were examined visually by the naked eye and confirmed that the implant mount had become fractured. Both the implant and mount show a minimum amount of wear. The device history and complaint reviews did not identify any manufacturing deviations that would have contributed to this event. The fractured implant mount event was confirmed based on the device inspection. No definitive root cause was identified. Sterilization date and UDI number: (B)(4). Investigation results . Additional information and device evaluation. Device evaluated. MDR codes provided.